Event description:
It was reported that during preparation for a vascular dilatation of extremity treatment procedure, that shaft broke. The target lesion is located in the superficial femoral artery. A spcb flextome mr- 4.00mm/1.5cm/140cm cutting balloon catheter was selected to treat the target lesion. During preparation, the user tried to remove the balloon protector using a straight force and resistance was encountered subsequently the shaft of the device broke. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).